Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). A rapid drop in esophageal temperature was noted. The case was completed with cryo. The patient is a participant in the cryo atrial fibrillation (af) clinical study. No further information is available. No further patient complications have been reported as a result of this event.